Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's screen immediately turns off upon removal from the charger. It was determined a replacement is needed. The patient was advised to have backup therapy in place. There was no report of any patient harm or adverse event associated with this report.